Event description:
A malfunction was reported on the pump, but no notable events occurred prior. The customer was unsure if their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer with resetting the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction recurred. There was no additional information regarding the customer's blood glucose level or other outcomes.